Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver bupivacaine (20 mg/ml at 2.693 mg/day) and dilaudid (20 mg/ml at 2.693 mg/day). The patient also reported that they have an open ended prescription for oral zofran. The indication for use was non-malignant pain and failed back surgery syndrome. On 2016-07-06 the patient reported that they think that their pump is malfunctioning and feels the pump has been under dosing and overdosing them; the patient had been getting extremely nauseated since sometime in 2015. There had been a lot of pump medication left over and the healthcare professional (hcp) had gotten upset with the patient stating that the hcp does not feel the patient the patient had been using their pump medication as prescribed; although the patient swears they had been using their bolus. The patient reported having two occasions since 2015 where they thought they would have to go to the emergency room because she could not breathe and was experienced ¿numbing.¿ the patient reported that on many occasions when they use their ptm they experience numbness. The hcp had the bolus set for a five minute feed and it came on suddenly stating that everything from underneath both breasts all the way down goes numb when the patient uses their ptm. The patient also reported when using the ptm they get relief and gets no relief. The patient also reported that in 2016, a few months ago, that 10 ml was left over in the pump and the hcp did not seem alarmed. The patient reported that they have been calling the company representative repeatedly since 2015 because the patient had asked the hcp to fix the patient¿s issues but the hcp want to ¿put this on¿ the device manufacturer. The patient reported that the rep had given options to the hcp and even came to one of the patient¿s appointments on an unknown date. It was noted that the hcp had reviewed that the patient had the same amount of medication as the patient has now and the patient did not have these issues before and is still on the same medication so the hcp refused to change anything. The patient¿s pain is significant, had an issue driving, and goes numb when using the bolus is scary. The patient also noted that the rep had said that with the type of medication the patient has in the pump could muck up the rotor and wear it out. However the hcp would not follow the rep¿s suggestions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.